Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the hcp was not referring to any specific patient. The rep reported that the initial report was a general and anecdotal comment about how it seemed like the battery life was getting shorter. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative about an undetermined set of patients. It was reported that a certain brand of implantable neurostimulator (ins) seem to be getting less and less longevity. The nurse stated that as time goes on the new devices are showing less longevity as more are implanted. The nurse stated that all of the devices are having the issue. There were no symptoms reported. No further complications were reported.